Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. A xtw (lot: 40307a2003) was chosen for implantation. During deployment, the lock line was difficult to remove. Upon deployment, after the actuator pin was pulled, the clip opened to approximately 110 degrees (clip opened while locked (cowl)) the clip was deployed. A second clip xtw (lot: 40227r2066 ) was deployed medial to first clip to stabilize. A third clip xt (lot: 40228a2004) was then implanted lateral to reduce mr and further stabilize. The procedure ended with mr reduced to grade 2-3. On 07 june 2024, it was reported that xt lot: 40228a2004 detached from the posterior leaflet (single leaflet device attachment (slda)). Recurrent mr grade 4 was present along with shortness of breath. On (B)(6) 2024, surgical valve replacement performed and the clips were explanted. On (B)(6) 2024, the patient passed away from multi-system failure. It was the physician's opinion that the death was related to the cowl & slda that led to the surgery and inability to recover from surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty removing the lock line and unintended movement associated with clip opening while locked. Death is likely due to a cascade of events (including heart failure) which began with the clip opening unexpectedly. Death and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances as another clip was deployed medial to the clip to stabilize. There is no indication of a product issue with respect to manufacture, design or labeling. B5 describe event or problem: procedure description updated. B7 other relevant history: poor patient health, cirrhotic, poor hemodynamics, friable leaflets, degenerative mitral regurgitation added. H6 medical device problem code: 4012 lock line - difficulty added.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. A xtw (lot: 40307a2003) was chosen for implantation. Upon deployment, after the actuator pin was pulled, the clip opened to approximately 110 degrees. The clip was deployment. A second clip xtw (lot: 40227r2066 ) was deployed medial to first clip to stabilize. A third clip xt (lot: 40228a2004) was then implanted lateral to reduce mr and further stabilize. The procedure ended with mr reduced to grade 2-3. On 07 june 2024, it was reported that xt lot: 40228a2004 detached from the posterior leaflet (single leaflet device attachment (slda)). Recurrent mr grade 4 was present and shortness of breath. On (B)(6) 2024, surgical intervention was performed. Valve replacement performed and the clips were explanted.